Manufacturer narrative:
(B)(6). (B)(4). (Product investigation): the returned sensation large oval med stiff snare was analyzed and a visual evaluation noted that the manufacturing seal of the pouch was incomplete. No specific failure was reported against the device. Therefore, no assessment on the confirmation of the complaint can be made. However, the product analysis revealed that the device had the packaging seal incomplete. It is important to mention that this event was not associated with a patient nor a procedure involved. An investigation was opened to further investigate the most probable cause for this issue but since the investigation is still in progress, the investigation conclusion code selected for this complaint is cause not established. A review of the device history record (DHR) was performed and confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a sensation large oval med stiff snare was returned for evaluation on (B)(6) 2020. According to the complainant, a sensation large oval med stiff snare was unpacked on (B)(6) 2020 in (B)(6) hospital affiliated to (B)(6) university. There were five small packages inside, but the outer packaging on one of the devices was not well sealed. Reportedly, the other 4 small packages were not physically checked if the devices also have incomplete seal. This event was not associated with a patient nor a procedure involved.